Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's son stated his mother had a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.2 inr. A laboratory draw was performed within 15 minutes of the meter reading and the result was 1.7 inr. The laboratory used dade innovin reagent. There was no allegation of an adverse event. The customer was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change in warfarin, no new medication, no diet changes, no new illnesses, and no bleeding or bruising. The therapeutic range was 1.9-2.5 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 294942) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.